Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: nexgen stemmed tibial component, catalog#: 00598003702 lot#: 61367076; nexgen straight stem extension, catalog#: 00598801215 lot#: 61368367; nexgen stem extension, catalog#: unknown lot#: unknown; nexgen femur, catalog#: unknown lot#: unknown. Complaint sample was evaluated and the reported event was confirmed. As received the articular surface shows signs of wear (micromotion). X-rays indicate there is an obliquely oriented screw present along the medial aspect of the joint extending centrally. Additionally, there is a metallic piece which extends from the tibia into the inter condylar region which could represent evidence of implant disassembly valgus deformity of the knee. Furthermore, significant radiolucency is present along the entire tibial component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Concomitant medical product: nexgen straight stem extension, catalog # 00598801215. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product (corrected): nexgen mis tibial component fixed bearing, lot # 61367076 medical product (updated): nexgen straight stem extension, lot # 61368367 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen mis tibial component fixed bearing, cat#: 00598003702, lot#: 61307076, unknown nexgen stems knee cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 06952 , 0001822565 - 2017 - 06953, 0001822565 - 2017 - 06954. Product location is unknown.

Event description:
It was reported that patient revised due to pain, fracture of articular surface, loosening of tibial component and stem.